Manufacturer narrative:
(B)(4). Reporter¿s complete mailing address was not provided. Reporter¿s phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the passed all operational specifications and no failures were identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. It was noted that the device was due for service as the stack was worn out. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the saw attachment device was getting hot while in use. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.